Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the index surgical procedure. The diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? Can you describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) ? Other relevant patient history/concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a procedure for a hand injury on an unknown date and suture was used. The patient experienced erythema and inflammation. The wound turned red and swollen on the 5th day after the procedure. The stitches were removed and patient's condition changed better. Additional information has been requested.